Event description:
A false positive troponin I (tni) result was obtained on an advia centaur cp instrument. The repeat result was normal. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
The cause of the single discordant tni result is unknown. No further information is available at this time.